Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was attempting to treat a lesion in the left limb. It was reported that the balloon would not deflate. The physician pulled back on the balloon catheter and some contrast was released as it partially deflated. The physician was able to pull out the device. Evaluation summary: the nanocross dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed, sanguine fluid was observed exiting the distal tip. A 0.014 test guidewire was loaded through the distal tip with ease. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold, a vacuum was pulled and then the balloon was inflated. A vacuum was pulled using the 10cc syringe and the balloon would not deflate. Twisting of the balloon material was noticed at the proximal balloon bond.